Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, when re-launching the g5 mobile application it will not allow pairing to transmitter. No additional patient or event information is available. Data was provided for evaluation. The reported re-launching the g5 mobile application would not allow pairing to transmitter was not confirmed via data. A root cause could not be determined.